Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Serial number was not provided at time of report.

Event description:
The customer reported that the device issued a speaker malfunct inop. No death or patient /user injury or harm was reported.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.